Event description:
A patient with known cad (coronary artery disease) was in the catheterization lab for an intervention to an saphenous vein graft (svg) to right coronary artery (rca). There were 2 lesions in this vessel. The first lesion was at the anastamosis of the rca and the second lesion was at the proximal svg. A drug-eluting stent was placed at the anastamosis of the rca with a successful result. Then an rx accunet (6.5mm/190cm) embolic protection system was placed proximal to the coronary stent just placed and distal to the lesion in the proximal portion of the svg. After the filter device was placed, an rx acculink carotid stent system (6.0/40/132cm)was placed in the proximal svg. The physician pulled the filter device back slightly by accident and attempted to re-advance the filter device. The filter device did not advance to its original position. The self-expanding stent was deployed at the proximal svg and the delivery system was removed. A balloon was advanced to post dilate the stent to assure the stent was expanded to the proper size. When the retrieval device was advanced to remove the accunet filter system, the filter would not collapse into the retrieval system because it was attached to a strut at the distal end of the stent. Numerous attempts were made to retrieve the filter, but all were unsuccessful. Eventually the wire broke at the filter and the device had to be removed by having open heart surgery.